Event description:
It was reported that during implant attempt, telemetry revealed that the device had experienced multiple power on resets. The device was not used. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) the reason code for the resets was: write to locked ram. Analysis revealed an incorrect value of the total parity bit at a memory address, which was contained in a section of locked ram on a microprocessor integrated circuit (ic). A new power on reset (por) would occur each time the device was interrogated with a model 2090 programmer. Because the failed bit location was located in "locked" ram on the ic, attempts to perform an internal correction of the bit resulted in a "write to locked ram" reset each time the device was interrogated. The fault location in a locked area of ram on the ic prevented the bit from being restored by normal error correction operations. The failure later cleared while performing ic tests and could not be re-established. Exercising the failed address over a range of supply voltage and ambient temperature was unable to recreate the fault. The resetting of the fault condition, and the inability to re-establish the fault indicate that a random memory bit flip at that bit location had caused the observed pors.